Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the reported hospitalization and diabetic ketoacidosis diagnosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
Patient was hospitalized on (B)(6) 2018 due to rising blood glucose (bg) levels that could not be corrected. Patient changed her pod at 4:30 pm on (B)(6) 2018 because the pod she had been wearing was leaking insulin. Details pertaining to the use of that device have been documented in (B)(4), which was also deemed a reportable event. At 4:30 pm, the patient's bg levels had reached 15.4 mmol/l (277 mg/dl). The patient's bg levels continued to climb throughout the remainder of the day, and by 10:00 pm, had reached 22.2 mmol/l (400 mg/dl). At 10:30 pm, the patient applied a new pod. After applying this pod, her bg levels steadily began to decrease. However, at 2:10 am, the patient stated she could no longer manage the situation and was taken to the hospital for further treatment; the patient¿s husband drove her there. In addition to the elevated bg levels, patient reported experiencing chest pain, fever, chills, shortness of breath, and hyperventilation. The chest pain was reportedly radiating from her shoulder to the middle of her chest. At the emergency room (ER) intake desk, the patient applied a new pod. This pod was later deactivated at 3:53 am. While at the hospital, the patient¿s bg levels escalated to 32 mmol/l (577 mg/dl), the highest reading that was reported. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). As treatment, the patient was intravenously administered 2 bags of saline, 1 bag of toronto insulin, 1 bag of potassium, and 1 bag of sodium chloride (with sugar). Patient was also given manual injection of 10 lantis insulin units (iu). The patient was told she would be given a prescription for novarapid and syringes and was instructed to use multiple daily injections (mdi) until her replacement pods arrived. After being treated in the ICU, the patient¿s bg levels had stabilized to 10 mmol/l (180 mg/dl). No lot or serial numbers were provided for this pod. The patient¿s pdm history (from (B)(6) 2018 through the following morning) was reported as follows: time bg levels / carbs / bolus values: 12:30 pm: changed pod, at 04:30 pm: 15.4 mmol/l (277 mg/dl); changed pod. At 05:27 pm: 10.3 mmol/l (186 mg/dl), 57 carbs, no bolus delivered. At 07:00 pm: bg information not available; 38 carbs, bolus of 3.15 iu. At 10:00 pm: 22.2 mmol/l (400 mg/dl) (temp basal increased to 95%). At 10:30 pm: changed pod. At 11:12 pm: 24.8 mmol/l (447 mg/dl), bolus of 2.05 iu. At 11:38 pm: 24.3 mmol/l (438 mg/dl). At 02:10 am: 23.3 mmol/l (420 mg/dl). At 02:28 am: arrived at hospital.